Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, severe pain during intercourse, urinary incontinence, retention, leakage, abnormal vaginal discharge, bowel constipation, chronic inflammation of the lower abdomen, and circulation problems in her upper thighs and feet. No further information has been provided.